Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Device manufacture dates: september 5, 2012 - september 6, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection identified that the coil cap was separated from the housing. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of a large volume infusor was separated from the housing. This was discovered while the customer was opening the product packaging. There was no patient involvement. No additional information is available.